Event description:
Philips healthcare customer service center received a call from the customer stating that their s8-3t transducer was giving poor image quality.

Manufacturer narrative:
(B)(4). The investigation of the returned transducer confirmed poor image quality. The root cause was determined to be a tiny pinhole in an internal component. The supplier is taking corrective/preventative action to address this issue. There have been no adverse events as a result of this issue. Additional 510(k)#: k034003.